Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a sparc sling system to "treat her stress urinary incontinence with intrinsicsphincter deficiency in (B)(6) 2009." It was alleged soon after surgery, the plaintiff was seen at a clinic due to pain and she could not urinate. The plaintiff continued to see her physician for issues. The physician attempted to "dilate" the plaintiff and recommended revision surgery. In (B)(6) 2010, the plaintiff saw a different physician that did a cystoscopic examination and found that the "mesh had migrated to her urethra and was preventing her from urinating." On (B)(6) 2011 the plaintiff underwent "surgery to repair the problems from the first surgery." The plaintiff continues to suffer from recurrent urinary tract infections, continued antibiotic treatment, muscle fatigue, developed osteoporosis, joint pain, and pain upon sitting." It was additionally alleged the plaintiff experienced erosion, dense scarring, disability, impairment and severe and permanent injuries."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.